Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked at the middle port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between 05/31/2023 and 06/01/2023. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the photo observed a leak at the spike port bonding area. Visual inspection of returned sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and a leak at the administration spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined. However, it is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.